Event description:
The pace/sense portion of this lead was capped and replaced on (B)(6) 2014 due to high impedances. This lead was explanted on (B)(6) 2014 due to high shock impedances. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual inspection. The analysis of the lead demonstrated a damaged insulation at a distance of some 34.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The conductor cable to the rv shock coil was found fractured, which can be considered to be the root cause for high shock impedance measurements. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.